Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while doing an infusion set change. Her insulin pump was saying 2007. In the alarm history unexpected restart and external error alarms were found. Customer's blood glucose level was over 400 mg/dl. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.